Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)